Event description:
Rptr alleged obtaining discrepant blood glucose results of 300 mg/dl back to back with a result of 120 mg/dl when testing was performed within seconds of each other. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.